Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported an I-stat1 analyzer smoked, while inserting the holder with the two 9 volt batteries. There was no report of serious injury associated with this incident.

Manufacturer narrative:
Eval summary: the component c13 tantalum capacitor on the main printer circuit board was found burned, and is the probable cause of the smoke.